Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd balloon catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood on the stent. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent strut was flared in the middle of the stent. There was tip damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-oct-2016. It was reported that insertion difficulties were encountered and shaft kink occurred. The target lesion was located in the right renal artery. A 4.0mmx15mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, during insertion, resistance was encountered. The device was removed and it was noted that the device was bent near the distal end of the stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.